Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient initially got a cgm reading of 137 mg/dl in his tandem pump and when he did a fingerstick it showed a bg of 211 mg/dl. The patient then reported that getting a cgm reading of 100 mg/dl and felt that his glucose was going down and took glucose (route not provided). The patient did not do any fingerstick at that time when the reading was at 100 mg/dl. And at an unspecified time, the patient experienced seizure and lost consciousness. He broke/fractured his back when he fell down. Someone then called for an ambulance and the patient was taken to the hospital. The patient was not aware of what were his cgm reading and any fingerstick done before he was taken to the hospital. Upon arriving at the hospital, he regained consciousness but still unsure of what was happening around him. He was asked but does not know what the fingerstick reading done at the hospital and what the cgm reading was as well. He was given a removeable brace for his broken/fractured back. At the hospital, they tried to compare the cgm and bg readings, and they said that it was working (patient does not recall what those readings were). The patient stayed at the hospital for more than 24 hours and was discharged on (B)(6) 2026 evening. The patient was still using the sensor during the time of the call. The cgm reading was 200 mg/dl while the bg reading was 239 mg/dl. At the time of the report the patient was still feeling tired. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator. At the time of the call, the patient was still using the same sensor and the values were reported to fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.